Event description:
"After the deployment of the stentgraft and after the tip was recaptured inside the primary sheath of the ds, while pulling it out of the patient we noticed that the way the tip flat end was reseated inside the sheath, it looked like part of the material of the tip had peeled off and was sticking outside. This situation increased the overall diameter of the tip and concerned the physician with the potential damage it could have caused to the patient's access vessels. Fortunately nothing happened and the patient was unaffected." Patient outcome: "the patient was unaffected."

Event description:
"After the deployment of the stentgraft and after the tip was recaptured inside the primary sheath of the ds, while pulling it out of the patient we noticed that the way the tip flat end was reseated inside the sheath, it looked like part of the material of the tip had peeled off and was sticking outside. This situation increased the overall diameter of the tip and concerned the physician with the potential damage it could have caused to the patient's access vessels. Fortunately nothing happened and the patient was unaffected."